Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement or harm.

Manufacturer narrative:
G4: 21apr2020. B4: 04aug2020. This issue was addressed in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the man-machine interface printed circuit board assembly addressed and corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.